Manufacturer narrative:
B3: date of event estimated. D4: the UDI is unknown due to the part/lot number was not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a vessel closure of an unspecified access site relative to a left atrial appendage closure procedure using a prostyle device. Reportedly, an unknown failure occurred. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that a venous closure of the right femoral vein was attempted with two prostyle devices using the pre-close technique via a 16f sheath hole prior to an interventional watchman procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, during use of the second device, the suture completely pulled out of the anatomy. The sheath size remained a 16f, and the watchman procedure was completed. Hemostasis was achieved using manual compression and figure of 8 stitch. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: b3: date of event - actual date was provided. H6: medical device problem code 3190 was removed.